Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to urgent care on (B)(6) 2016 due to groin pain and was hospitalized for further evaluation and pain management. An ultrasound revealed pelvic hematoma. Additionally, anticoagulants were discontinued and the patient was treated with the morphine and narco. The patient was discharged on (B)(6) 2016 in stable condition.

Event description:
After further review, it was determined that it should be clarified that the issue reported was procedure related and not related to the implanted device.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.